Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The part number and lot number are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a screw backed out post operatively. Additional information was requested but has not been received at this time.